Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose (bg) was 500 mg/dl.